Event description:
Customer's mother called while in the ambulance and stated that pt had a high bg (260mg/dl). Customer's mother stated that the pdm display screen stated "bootloader" and had power outage prior to alarming. Product will be returned for eval.

Manufacturer narrative:
The product was returned and evaluated. There was no evidence of malfunction or product condition that could have caused/contributed to the pt's high readings. The pdm alarmed as intended. Unable to demonstrate that confirmed product malfunction could cause high bgs. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency. "User error", therefore, is considered to be a contributing factor to the customer's reported high bg's and subsequent hospitalization.